Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 00:03:35. During night drain cycle three, the patient's ultrafiltration reading was 1431ml, indicating the home patient (hp) drained 1431ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified through the review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.